Event description:
It was reported when using the bd vacutainer® edta 2k there was hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. Translated to english. The customer reported as follows: hemolysis is occurring in about 10 tubes (367846). The severity of hemolysis is mild and is not so significant."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis were observed. 5 production lot in-house retention samples were visually inspected with no issues being identified and submitted to the chemistry lab for further testing. Samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (hemolysis) because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint in not confirmed for hemolysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® edta 2k there was hemolysis. This event occurred 10 times. The following information was provided by the initial reporter. Translated to english. The customer reported as follows: hemolysis is occurring in about 10 tubes (367846). The severity of hemolysis is mild and is not so significant."